Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: "the plunger did not work when giving shot." Are any samples available for return? Yes. Customer disposition request: replacement.

Manufacturer narrative:
Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
Material#: 305916 lot#: 2014639 it was reported by the customer reported the plunger did not work when giving shot. Rcc received a complaint via email. Email(s) attached. Injuries or adverse event: no medline reference (B)(4) item: 305916 quantity affected: (B)(4) ea serial/lot number: 2014639 po (B)(4) are any samples available for return? Yes reported issue per customer: the plunger did not work when giving shot. Customer disposition request: replacement